Event description:
Pt dialyzed for 3 hrs. He was complaining of abdominal pain pre, during and post treatment. Stated it felt as though food not being fully swallowed. Vomited post-treatment. Pt later presented at ER and hemolysis found.